Event description:
It was reported that a patient working with a remote trainer experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet bionic pancreas pump, and it was determined that the ilet contained an incorrect g7 pairing code; the user updated the code and was advised to wait for pairing. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts, alarms, or need for medical intervention. User support included remote troubleshooting and user education regarding correct sensor code entry and pairing workflow. Investigation of this case revealed user error related to incorrect sensor code entry leading to unsuccessful cgm pairing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.